Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar canal stenosis procedure: posterior lumbar interbody fusion it was reported, intra-op, during surgery at l4/5, the first inserted cage was deviated to anterior of intervertebral because the second cage pushed the first cage at the time of insertion. The second cage was removed but the deviated first cage was remained in the patient. The patient did not achieve solid fusion due to transplant surgery. No patient complications were reported as a result of the event.